Manufacturer narrative:
UDI in section is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the black o ring around float assembly deteriorating. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with a broken pole clamp, cracked tank cover, and an outdated printed circuit board (pcb) and power switch; the tamper seal was intact. The reported problem was duplicated/verified during functional testing. The float switch seal was found breaking down, confirming the customer complaint. The issue was due to a faulty float switch seal. The cause of the reported issue was unknown/unable to be determined. No corrective action was taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).